Event description:
It was reported that the operating room had reported three incidents within a one-week period. No further occurrences have been noted since last wednesday. In two of the incidents, different procedures with separate staff, the balloon ruptured after insertion. In the third incident, as a precaution, the individual tested the balloon prior to insertion, and it would not deflate. They just reported that they encountered another foley issue. Foley was removed and a different foley needed to be inserted. The customer wonders if they pushed the water syringe in far enough to engage the valve in the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be due to user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). A potential root cause for this failure mode could be, thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft. The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the operating room had reported three incidents within a one-week period. No further occurrences have been noted since last wednesday. In two of the incidents, through different procedures with separate staff, the balloon ruptured after insertion. In the third incident, as a precaution, the individual tested the balloon prior to insertion, and it would not deflate. They just reported that they encountered another foley issue. Foley was removed and a different foley needed to be inserted. The customer wonders if they pushed the water syringe in far enough to engage the valve in the foley catheter.